Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is filed to report leak and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced to the mitral valve without issue. However, the sgc started to lose fluid column. Aspirations were performed and the clip delivery system (cds) was removed from the sgc; however, there was resistance removing the cds and the tip of the clip introducer (ci) became torn and wrinkled. The sgc was immediately removed to prevent air from entering the patient. The procedure was continued with a new sgc and a new cds. Two clips were implanted, reducing mr was reduced to 1. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported leak and difficult to remove appears to be due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.